Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). (B)(4). Approximate age of device - 3 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transfused with 1 unit of packed red blood cells due to acute drop in hemoglobin and hematocrit and high chest tube output. The site of bleeding was noted as the ¿outflow or inflow conduit¿. Anticoagulant at time of event was aspirin. No additional information was provided.